Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine device check. The device interrogation revealed 23 new automatic mode switch also noted was intermittent noise. The physician had decided to monitor the patient at this time as the patient was asymptomatic. No additional information was available.